Event description:
A site rep reported that the stealthstation s7 system software becomes unresponsive and unexpectedly exits to the log-in screen approximately once an hour when continuously plugged into the hospital network. The system does not display this behavior when it is not plugged into the hospital network. The unexpected exit and unresponsiveness was reported to have occurred in the navigation part of the cranial software application. No pt was present or impacted.

Manufacturer narrative:
No pt was involved in this concern. Medtronic rep went to the site and was able to replicate the issue. Medtronic rep retrieved log files for engineering analysis. Software investigation in progress.